Manufacturer narrative:
The device was returned for evaluation. No defects or deficiences were identified. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Release and sterilization records were reviewed and the product met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported blood glucose (bg) reached 300mg/dl after wearing the pod for longer than 48 hours. Patient was hospitalized and indicated that the area of insertion site was red, painful and the skin was irritated. Patient was treated with menicen and antibiotics, also was given oral augmentin. Patient was seen by health care professional who attempted to drain the site a second time. The hcp determined the infection had spread and directed patient to the hospital where she was treated with IV antibiotics vanclaycine and sozyn as well as with potassium chloride.